Manufacturer narrative:
Visual analysis of the returned device revealed the glass cap of the fiber was detached and was not returned with the fiber. The glass cap exhibits moderate devitrification at the output window. The metal cap exhibits severe detritus adhesion on the surface. During functional testing the fiber was tested with a hene (helium-neon) laser fixture. Testing conducted showed there were no signs of breakage along the length of the fiber. The connector cone, segments and tabs appear to be in good condition. The control knob is attached and aligned with the fiber, and can rotate the fiber. The observed condition of the fiber tip and the detached glass cap is likely due to inadvertent tissue adhesion and heavy tissue contact which caused elevated temperatures that may lead to circumferential fractures. Based on the observed glass cap detachment an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber was returned without initial reporter and performance allegation information. Analysis of the returned device identified that the glass cap was detached/separated.